Manufacturer narrative:
(B)(4). Concomitant medical products: 00597000029 - psi persona ps pin gde fem-tib ¿ unknown. 4711500396-1 - optipac-s 60 refob bn cmt r ¿ unknown. 42500006202 - femur cemented ¿ 63897762. 42522400614 - articular surface fixed bearing ¿ 63454887. 00597000010 - patient spec knee bone models ¿ unknown. 42540200032 - all-poly patella cemented - 63689689. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee revision approximately 12 months post implantation due to loosening of the tibial component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned. An image of explanted tibial plate was provided. Blood, bone cement and bone residual were adhered to the tibial plate. No damage was seen on the tibial plate. No other assessment can be made with the image provided. The DHR was reviewed and no discrepancies relevant to the reported event were found. Initial op notes dated 28 feb 2018 was provided, no complication found during the surgery. Revision op notes were not provided. X-ray review demonstrated that radiolucency of the lateral and anterior tibial component bone cement interface with possible early lucency seen along the medial component. Early loosening cannot be excluded. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.